Event description:
Discordant (B)(6) results were obtained for three patients on an advia 1200 system. All samples were held and not reported to the physician. Repeat testing was performed on all samples. Samples were rerun on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known patient interventions due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant (B)(6) results were due to the system requiring updated mechanical adjustments and calibrations and repair of the sampling and reagent wash pump (srwp). The system was repaired and performed within specifications. The system was determined to be operational and no further evaluation of the device is required.